Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she had an issue with the sensor. The customer experienced low and high blood glucose levels. Customer's blood glucose level was 48 mg/dl. The insulin pump kept alarming calibration error. Customer's blood glucose level was 411 mg/dl. The customer had over corrected her low blood glucose level. The customer corrected with the insulin pump again but her blood glucose level dropped to 53 mg/dl again. The customer treated her low blood glucose level with candy and a protein bar. The device was not returned.